Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. Bwi concomitant products: carto rmt system; us cat num m573001, serial number: (B)(4). Webster cs catheter with ez-steer technology; us cat num ez steer coronary sinus, lot number unknown. Soundstar catheter: us cat num sndstr10, lot number unknown. Navistar rmt thermocool: us cat num nr7tcsiy, lot number unknown. Other concomitant products: st. Jude's agilis steerable sheath; st. Jude's brockenbrough needle. (B)(4).

Manufacturer narrative:
(B)(4). The FDA follow up request dated (B)(6) 2011 was received by biosense webster inc., complaints department on (B)(6) 2011: please provide a copy of the autopsy report (redacted for patient identifiers). Bwi updated response: initial response to the question above had been addressed in medwatch 3500a report #2029046-2011-00016 supplemental #1 electronically submitted on 4/25/11, stating that bwi was still awaiting the autopysi report from the medical examiner. Additional correspondences with the FDA (B)(6) regarding the progress of this request via email were done on 6/15/2011; 6/17/11; 7/13/11 and 8/3/11. On 08/04/2011, bwi received the final autopsy report as requested from the office of the medical investigator.

Manufacturer narrative:
A letter was received from the department of health and human resources (food and drug administration) dated march 15, 2011, subject: report number: 2029046-2011-00016 . The letter is requesting for a copy of the autopsy report (redacted for patient identifiers). After multiple follow-ups to obtain a copy of the autopsy report from the medical examiner, we have been informed that they are awaiting for em report to finalize the autopsy report. The medical examiner will provide bwi the copy of the autopsy report as soon as it is available. A 3500a supplemental will be submitted once the autopsy report is received.

Event description:
It was reported that there was a patient death on (B)(6) 2010. Patient underwent pvi ablation on (B)(6) 2010. According to the physician, the procedure went reasonably well without apparent problems. The physician also mentioned that the number of lesions were large and the overall duration of ablations were long. The procedure was completed, and af was terminated with cardioversion. Patient did not have any significant symptoms during or immediately after the procedure. Patient's ventricular function was normalized and patient returned to exercise after the procedure. Per the physician, "nothing major observed. I did notice slight charring at the first ring of rmt thermocool catheter, but did not think that was anything major or worth of concern. I was careful with observations like charring, and I would inform patient's family members if I see anything of concern. In this case, it was really minor. Had it been anything of a concern, I would have informed the patient's family. On (B)(6) 2010, patient came to us with fever and stroke-like symptoms, and was treated accordingly. The autopsy later did not show any strokes, instead showed foreign particles in multiple organs, granular shape."